Manufacturer narrative:
(B)(6) 2015 in trouble-shooting, the medtronic representative re-the navigation system repeatedly and the same issue persisted, intermittently. The problem happened occasionally when the system boots and when the system exits either cranial or spine applications. (B)(6) 2015 a second medtronic representative, following-up at the site, reported that the "no input detected" when entering and exiting software is normal behavior; however, the servicing technician noted that intermittent behavior occurs as it sometime works completely normally and sometimes will be 5-10 minutes before a hard re-boot restores the system. Return requested. Replacement 4port vga splitter shipped to site (B)(6) 2015. Medtronic investigation of returned suspect 4port vga splitter finds that initial power-on was successful. Power and signal indicator leds illuminated. All vga outputs functional. After running for several days and multiple power cycle unit is stable and fully functional. No faults found device found to be fully functional. (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6)2015 a medtronic representative, following-up at the site, reported the issue could not be replicated.

Event description:
A medtronic representative received a report from a site that both navigation system monitors were displaying no input. This occurred intermittently when the nurse powered on the navigation system and displays "no input" for approximately 5 minutes until the monitor screens display normally. No further details were provided. There was no patient present when this issue was identified.